Manufacturer narrative:
The insulin pump was unable to perform displacement test due to partially broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir of insulin pump was damaged and will not stayed in. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir area of insulin pump was chipped and o ring was also damaged. The insulin pump will be returned for analysis.